Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction, harm reported with no reported allegation of a device malfunction, no com pump to transmitter, led anomaly, lost sensor alarm, change sensor/bad sensor. The customer reported blood glucose value of 45 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-332a, mmt-242a, mmt-7841zn, mmt-1884, mmt-7040a. Customer reported a loss of communication between the transmitter and the pump. Confirmed transmitter serial number was programmed in manage devices screen. Pump in process of making multiple attempts to re-establish communication with the transmitter. Customer requested to run test plug procedure. No damage reported to transmitter. Led light did not blink when connected to the tester or when removed from charger after it was fully charged. Customer reports receiving a "calibration not accepted" alert. Customer entered a new bg to calibrate but calibration was not accepted and a "change sensor" alert was received. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-242a. Mmt-7841zn was requested and customer response was the device will be returned. No product return is required for mmt-1884. No product return is required for mmt-7040a.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.